Event description:
It was reported that, "the surgeon implanted a gamma 3 trochanteric nail using the gamma 3 targeted instrument system. When trying to drill the hole for the distal locking screw through the distal targeting device and drill sleeve. The drill bit was hitting the nail due to misalignment, which prevented the passage of the drill bit through the targeted screw hole".

Manufacturer narrative:
This event created a serious injury in the past and will be reported as a malfunction. Device not returned, no eval will be performed. If the device or additional info becomes available, it will be reported in a supplemental report.